Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in high out of range shock impedance measurements. Technical services (ts) recommended continued monitoring and programming options. This rv lead remains in service and no adverse patient effects were reported.